Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was going to take a shower and the customer's mother thought that the pump screen looked like it was melting. Customer's blood glucose was 10.2 mmol/l. The customer could not see the information bar and the pump did not fall down and was not damaged.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass, cracked case at display window corner and cracked reservoir tube lip.